Event description:
The pump was returned for investigation. Investigation revealed evidence of contamination under the key contacts. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. The keypad cover had been returned peeling at the ok button. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release. (B)(6).